Event description:
During case of robotic laparoscopic sleeve gastrectomy, robotic stapler did not completely fire. Result was an incomplete closure of tissue that was cut. Stapler was replaced and wound closed.